Event description:
It is reported this event occurred in the surgical intensive care unit. The sex of the patient and insertion site is unknown. After insertion of the catheter over the wire, the clinician removed the guide wire and found it was fractured. The dilator was not kinked and there was no obstruction when inserting the guide wire. There is no reported delay or interruption treatment. There is no reported patient injury, complication or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.